Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was evaluated in clinic for abdominal pain and admitted with concern for driveline infection. Cultures were found positive for methicillin-resistant staphylococcus aureus (mrsa) and intravenous antibiotics were started. The patients' symptoms included driveline drainage, abdominal pain and nausea. The patient left against medical advice (ama) on (B)(6) 2023 and was readmitted on (B)(6) 2023. Upon readmission there was concern for pneumonia, in addition to the driveline infection. Imaging was performed and found a left empyema. Intravenous zosyn and vancomycin were started. A thoracoscopy and decortication was performed with a chest tube placed.